Event description:
It was reported that during a laparoscopic lar procedure, the operator tried to fire the instrument, but it failed as the closing trigger would not close. The handle part seemed to be out of order. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the clamping mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The cartridge was disassembled to verify the condition of the spring cartridge lockout and it was found normal. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the yoke trigger teeth were found broken. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.